Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination revealed that there are no issues noted with the hypotube shaft. There was severe stretching in the distal shaft with the outer lumen almost being flat, this damage also moved the position of the balloon with the inner stretched beyond the broken balloon portion. A portion of the distal shaft inclusive of balloon material was detached and not returned for analysis. Microscopic examination of the balloon material identified the ballon was torn circumferentially towards the distal end. As the balloon was broken at the distal end and no returned it is not possible to determine the condition of the blades. The tip was not returned as it was on a portion of the device that was detached.

Event description:
Reportable based on device analysis completed on 11jul2024. It was reported that the device was kinked and delivered unsmoothly. The 80% stenosed, 32mm length and 3.0 target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.50mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the device was kinked and delivered unsmoothly. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure. However, device analysis revealed that the balloon was broken at the distal end.